Event description:
It was reported that externalized conductors were seen in diagnostic imaging when the asymptomatic patient presented for normal clinical follow-up. No electrical anomalies were detected. Lead remains implanted. Routine follow-up monitoring will be continued.

Event description:
New information received notes that the lead later exhibited noise. The lead was explanted and replaced. The patient was doing well following the procedure.